Event description:
A report was received that the patient's ipg gradually lost its ability to charge. The patient was known to have had a knee replacement procedure; however, it was not certain if electrocautery was used. The patient underwent an ipg replacement procedure and did well post operatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery (physician¿s implant manual 9055940-001).

Manufacturer narrative:
Event date: (B)(6) 2014. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.